Event description:
Reporter alleged blood glucose measured 219 mg/dl and customer tested at the hospital since that is his place of employment. It was stated at 11:45 am the customers' meter read 219 mg/dl while the hosp reading was 50 mg/dl performed within 10 minutes of each other. Reporter stated eating food at the time for the low glucose result, however, no medical treatment was received. A request was made for the return of the suspect device and replacement product was sent.